Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 3889-28, lot# va10778, product type: lead. (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator for urinary dysfunction/sacral nerve stim gastrointestinal/ pelvic floor it was reported that one of the devices in the past went haywire; it was shocking them and they shut it off and then removed it. The shocking was bad. When they went in to replace the leads and check the 'box' they noticed the 'box' itself had fallen apart. Patient services asked what patient meant by 'box'. Patient said "the implanted device." Patient said they sent the box in for analysis. It was done over a year ago, hcp kept telling patient they never got the results back. Caller said they were supposed to provide results of investigation of the box that had fallen apart. Patient services had team look up information on analysis and there was no record of it. There were no further complications reported.

Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID 3889-28 lot# va10778 serial# implanted: 2015 (B)(6) explanted: 2016 (B)(6) product type lead device code (B)(4) device evaluation conclusion code 92 for tined lead, 3889-28, interstim (va10778) updated to 22. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information from the healthcare professional (hcp) on february 2nd reported another hcp reported an issue, but that hcp did not work at the office. In the patient¿s chart the hcp noted it was found that it was kind of shocking her and not working well, and she was not getting any benefits, but she did have benefit in the past. It was noted therefore she came in to have it revised, and they were going to see if the lead needed revision. The hcp noted the lead had moved a little bit on kidney, ureters, bladder, but not so much to account for her symptoms. The hcp stated she came in for exploration and mainly change of lead. The hcp stated the patient did have the lead outside the battery itself, and the tip of the battery hole where the lead goes also appeared to have something the hcp did not understand or could explain, but they planned to send it in for testing. The hcp noted they did a full implant in her case where the battery and lead were changed. It was noted there was a complete removal of the interstim battery and lead with tines and the hcp placed another lead and then a new battery. The hcp stated the lead was outside of the battery. The hcp noted the foraminal needle was introduced from the previous incision, but they were not able to get good response. Therefore it was performed on the other side, the same side as the battery. The hcp got it into s3 foramen and it was confirmed fluoroscopically in 2 planes and also checked with the test stimulation. It was noted a new battery and lead were placed on the right side and impedances were within normal range. There were no further complications that have been reported as a result of this event.